Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up CT imaging identified a proximal type I endoleak with aneurysm enlargement. According to the report, the aneurysm has expanded to a diameter of 7.2cm (reference diameter prior to original case unknown). It was reported the trunk-ipsilateral leg component has not loss circumferential apposition to the aortic wall and has maintained a position directly below the renal arteries. As it was reported, the patient is asymptomatic, an intervention to treat the endoleak has not been performed. The physician will continue to monitor the endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.